Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that 1l normal saline was infusing as a primary, and potassium chloride 10 meq/100 ml was set up as a secondary to infuse over one hour, however the secondary set was connected to a y-site below the module, bypassing the pump and was "left to be run in wide open". The mar shows that the first bag was hung at 0738; reportedly the patient had no complaints at that time. However, when the second bag was hung at 1114, the patient told the night nurse that the IV was hurting, she ¿was in tears¿, and had pain going down the right side of her body. The potassium was then stopped. Although requested there are no other event details. No medical intervention was reported.